Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting rupture of device diagnosed by ultrasound. This relates to the right device. The device remains implanted.

Event description:
Device has been explanted and replaced with non-allergan device.

Manufacturer narrative:
Device evaluation:based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed. Additional observations: ¿ yellow particles on the surface of the shell. ¿ wear abrasion observed. ¿ deformation observed. No further actions are required as the device was implanted.